Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed increase in pacing impedance measurements that reached greater than 2000 ohms. The patient was seen in the office and all rv impedance measurements were within in the 500 ohm range. Boston scientific technical services (ts) discussed possible reasons including slight movement of the rv lead in the header of the crt-d. Ts suggested turning off the rate response trend feature in the device. The field representative noted that they would perform this reprogramming and monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed increase in pacing impedance measurements that reached greater than 2000 ohms. The patient was seen in the office and all rv impedance measurements were within in the 500 ohm range. Boston scientific technical services (ts) discussed possible reasons including slight movement of the rv lead in the header of the crt-d. Ts suggested turning off the rate response trend feature in the device. The field representative noted that they would perform this reprogramming and monitor the patient. The ICD and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.